Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were at work and fell from having low glucose values and almost passed out. The patient indicated that the receiver was displaying a value of 308 mg/dl and when they checked their bg with a meter and it was reading 41 mg/dl. The patient¿s coworker gave the patient a soda to help increase his bg levels and stated his bg came back to 176 mg/dl on the bg meter; however, the cgm was still displaying 308 mg/dl. After calibrating the system, the values between the cgm and bg meter were accurate. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.